Event description:
Customer reported being hospitalized for high blood glucose levels and diabetic ketoacidosis. Blood glucose level at the time of admission was 1385 mg/dl. Customer reported that they noticed the cannula was broken after removing the infusion set, which she believed led to the hospitalization. At the time of the call, customer was still hospitalized with a blood glucose level of 61 mg/dl. Troubleshooting showed that the insulin pump was functioning properly. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.